Event description:
Patient was initially seen in 2006 for pain, redness, blurred vision in left eye. Patient's initial symptoms started a month earlier. Patient symptoms continued to get worse. She was treated for possible herpes simplex virus and then possible infection. Treatment proved no improvement. Patient continued to worsen. All symptoms were in left eye only. Patient has been a long time contact lens wearer since 2005. Pt was treated with eye drops. Date of use: eight months in 2006. Diagnosis or reason for use: contact lens solution -acanthameoba. Event abated after use: no.